Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was turned right off by itself and did not react to battery change or button presses. No harm requiring medical intervention was reported. The insulin pump was in normal use with customer when it suddenly turned off and customer went to change battery but there was no life in pump. The device will not be returned for analysis.